Manufacturer narrative:
D4. H4: additional information. Manufacturer's investigation conclusion: review of the submitted system controller log file confirmed pump stoppage events and associated alarms. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue; however, a specific cause for the interruptions in pump function could not be conclusively determined through this evaluation. Additionally, review of the submitted log file confirmed transient low flow alarms that occurred due to the estimated flow being calculated below the low flow threshold of 2.5 lpm. A specific cause for the low flow alarms could not be determined. It was reported that the patient presented to the vad coordinator after several red heart alarms. In the hospital the log file was retrieved and showed several pump stops while the patient was connected to the ppm at night. There was no visible damage of the external pump cable. The patient was sent home with a non-grounded cable and will be monitored frequently. No additional information was provided. The patient remains ongoing on vad support and no further issues have been reported. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. The hmii lvas IFU explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced multiple red heart alarms from the system controller. Upon interrogation of the device, multiple pump stops while the patient was connected to power at night were observed. These pump stops occurred on 23rd, 28th, and 29th of january. No visual damage of the external driveline was observed. The patient was discharged with a non-grounded patient cable and will be monitored frequently.